Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During surgery, upon impacting the ceramic liner into the cup, the liner cracked along the rim. Surgery was extended by 20 minutes.